Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported to the clinic on (B)(6) 2019 due to reports of poor response to sound with the device. There have been no changes in health and no trauma was reported. A full insertion of the electrode array was obtained. The user was re-implanted bilaterally on (B)(6) 2020. No med-el staff was present but was notified on the date of the surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to the clinic on (B)(6) 2019 due to reports of poor response to sound with the device.